Event description:
It was reported that the caller was curious why the wire broke in the first place. Caller said it broke sometime in the beginning of (B)(6) and was replaced on (B)(6). The patient had no falls or traumas and caller said no she was careful. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0fmhk, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).